Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The power supply assembly was replaced as a precautionary measure. The device was subsequently returned to the customer. The root cause of the reported failure was not determined.

Event description:
It was reported by a biomed that the device will not operate on battery power. The device will stay powered on if turned on while plugged into ac power. There was no report of pt use associated with the reported failure.